Event description:
On 8/31/93 at 4:15 pm, consumer telephoned FDA about the purchase of a three wheeled power scooter. After using the scooter for one wk, rptr informed the distributor about the incident with the scooter as it started to move involuntarily when it was lifted from the car and placed on the ground. Rptr contacted the MFR on 8/9/93. On 8/10/93, MFR's rep returned the call and stated that after riding on the wet pavement the wires get wet and interfere with the controls and that the device should not be used on wet surfaces.